Event description:
It was reported that the battery was depleting quickly. It was also reported that the customer received a power source alert. Customer's blood glucose level was 113-114 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.